Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent treatment to close a 15 mm x 9 mm echo sized atrial septal defect using a 32 mm gore® cardioform asd occluder. The posterior and the inferior vena cava side rim was floppy. The aorta rim and the superior rim were less than 5 mm. After the procedure, the patient became violent upon awakening from anesthesia. After calming down and before leaving the room, fluoroscopy was performed and an occluder was embolized in the inferior aorta. Attempt was made to remove the occluder. Since the occluder could not be pulled into the sheath, the entire was pulled down to near the common iliac artery, considering surgical removal. Finally, the occluder was removed with a sheath. An angiography revealed no bleeding. The patient tolerated the procedure. The physician stated that, as a result, the occluder size may have been too small.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.